Event description:
Per the physician, the patient is not actually having an increase in seizures, and the patient's perception of seizure activity is subjective. The physician noted that the perceived increased seizures is likely related to increased psychosocial stressors. No additional relevant information has been received to date.

Event description:
The patient's mother reported that the patient recently had an increase in seizures during a hospitalization due to a uti (no allegation that the uti is related to the vns). The patient's mother suspects that the vns battery is low or the settings need to be adjusted due to the seizures. No additional relevant information has been received to date.

Event description:
Further information was received indicating that patient had a battery replacement. It was indicated that the battery will not be returned. No other relevant information has been received to date.